Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a total shoulder revision, while impacting the mini baseplate, the head of the impactor broke off. The baseplate was seated properly and the impactor wasn't needed anymore. Surgery was completed without any patient injury or delay to the procedure. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per the visual inspection show that the impactor head fractured at the thread and the threaded portion remained in the handle. Hardness test was performed and found to be confirming to print specifications. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.